Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 11-may-2021. H6: investigation summary: bd received 1 sample and 1 photo that was provided by the customer for investigation. A review of the photo and sample revealed the lancet trigger (white button) was partially depressed, and the blade appears to have been activated but the blade did not retract into the housing. The sample was tested by visual and functional testing and the indicated failure mode for retraction failure was observed. However, it cannot be confirmed that the reported condition was due to manufacturing process because the sample was not in the original blister packaging. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that bd microtainer® quikheel¿ lancet had a retraction issue. The following information was provided by the initial reporter: "the nurse found that the needle wasn't covered by shield completely prior to use".

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo showed one (1) lancet without the original blister packaging. It was observed that the lancet trigger (white button) was partially depressed, and the blade appears to have activated but, the blade did not retract into the housing. It cannot be confirmed that the reported condition was due to manufacturing process because the sample was not in the original blister packaging. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd microtainer® quikheel¿ lancet had a retraction issue. The following information was provided by the initial reporter: "the nurse found that the needle wasn't covered by shield completely prior to use."